Event description:
Pt underwent plif procedure with instrumentation and interbody cages l3-l5, posterolateral bone graft & autogenous bone graft from rt iliac crest. Post-op x-ray noted l3-l4 not healed & slipping forward. Surgeon believes pt is experiencing neural impingement from rt side neural foramen, where she has a spondylolisthesis (grade ii) due to the nonunion. Rt l3 screw noted to be dissociated from cap. Unit was removed & replaced with 7mm screw. Pt diagnosed with pseudoarthrosis, radicular pain. Revision for hardware removal, repeat decompression l3-l4, reduction spondylolisthesis, removal & reapplication of interbody cages & posterolateral pedicle screw instrumentation l3-l5.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.